Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the patient has fallen many times over the past couple months. No further complications were reported as a result of this event.